Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had forgotten to fill the cartridge with insulin prior to loading it onto the pump. The customer then added 200 units of insulin to the cartridge and attempted to complete the load process, however the customer received a minimum fill message. Subsequently, after multiple attempts were made to load the cartridge, a malfunction alarm occurred. The customer's blood glucose level was 252 mg/dl. The customer delivered a bolus via the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer was able to successfully load a new cartridge and insulin delivery was able to be resumed.